Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter is angled and on (B)(6) it shows fissure spillage. Catheter was removed. Local chemotherapy spread and midline repositioning (other venous access). No other information was provided. Additional information received 26 june 2023: it was stated that there was no harm done to the patient (from the overflow). The catheter had to be changed and the therapy had to be interrupted, in addition to the discomfort caused to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the catheter is angled and on 27/04 it shows fissure spillage. Catheter was removed. Local chemotherapy spread and midline repositioning (other venous access). No other information was provided.